Manufacturer narrative:
The article only provided that the patient's name was 'bryan' and referenced his age to be '20-something'. No other identifying information was provided. No other identifying information was provided, thus the patient's medical records could not be further analyzed. The surgeon that performed the operations was identified as dr. (B)(6). However, lack of identifying information in regards to the procedure and patient information does not warrant the ability to obtain additional information. The device lot number was not provided, therefore, a device history record review could not be performed. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, all potential adverse events and anticipated device defects are listed. The instructions for use also detail potential adverse events and complications, of which all are disclosed to the patient by a surgeon prior to surgery. The article discloses that (B)(6) had the penuma removed by a surgeon outside the penuma network, the penuma implant is intended to be removed by a penuma physician. Additional complication can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.

Event description:
Events were discovered on (B)(6) 2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'bryan' (name given in article), a patient who received a penuma implant and complained of complications and multiple surgeries.